Manufacturer narrative:
H6: based on the additional information, device code c62819 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that they were in a car accident on (B)(6) 2019 and confirmed that was no damage to the device. The patient reported they were not feeling stimulation and not getting therapeutic benefit. The patient stated they were supposed to go back to a different program the next week, but the patient didn¿t have access to their programmer at the time of the call. On (B)(6) 2019 the patient was able to get into their application and see they were on program 2 at 0.9v. The patient increased to 2.2v and were told to monitor their symptoms for a couple of days to see if their symptoms improved. On (B)(6) 2019 the patient reported the cause of the device being off and loss of stimulation was that it wasn¿t charged enough and their lack of attention due to the frustration of a recent move and the car accident. The patient noted the device was checked after the car accident and there was no impact to the device afterward. On (B)(6) 2019 the patient reported they weren¿t sure of the cause of their device being off and the loss of stimulation. The patient continued that the device was not turned off for a cat scan as they were ¿out of it¿ from the car accident and didn¿t tell them to. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient has had both urine and bowel accidents since about 2 weeks ago. Patient stated it is very unusual for her to have bowel accidents. Pt has not felt anything for 4-5 days, and when she connected to her ins during the call found that therapy was off. Patient services instructed pt to turn stim on and pt was able to turn stim up to 1.5 v and she is feeling comfortable stimulation. The patient reports she was in a car accident (B)(6) 2019 pt stated she had "whiplash" and a "kidney problem" diagnosed that she was not aware of. The patient was redirected to follow up w/ hcp, asked for hcp listings for a closer doctor, and was sent a listing. No further complications were reported or are anticipated.

Manufacturer narrative:
Correction: (B)(4). If information is provided in the future, a supplemental report will be issued.